Manufacturer narrative:
(B)(4)

Event description:
This patient expired on (B)(6) 2016 and the cause of death was cardiac arrest. There are no known complaints against this device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. A number of 233 charging cycles was documented. The memory content of the device was inspected. The inspection revealed, that the antitachycardia therapy function was not deactivated after explantation. As a result, the large amount of charging cycles was caused due to the detection of noise. However there were no indications of a device malfunction. The ability of the device to deliver therapies was tested. The anti-brachycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a material or manufacturing problem.